Event description:
The hospital reported a pt had expired during a procedure. The doctor was reportedly having difficulty sufficiently insufflating the lower colon in order to necessitate the removal of polyps discovered approximately two weeks prior. After an undisclosed amount of time, the endoscope was removed, and the pt was rolled from a side position onto the their back. The medical staff report that it was during this period of time, the pt's face and abdomen reportedly became distended. The anesthesiologist, present throughout the procedure, attempted to intubate the pt but was unable to get the tube down due to severe swelling both internally and externally. The hospital did not disclose what intervention was taken, if any, after that point. The pt was unable to be resuscitated and expired.